Event description:
It was reported that the patient's implantable neurostimulator system was alleviating the patients shaking, but caused speech issues and "too much flexibility" in the patient's legs. It was reported that patient had fallen numerous times and had recently fallen and broken her shoulder. The patient reported not having therapeutic effect. Additional information has been requested from the hcp, but was not available as of the date of this report. Refer to manufacturer's report# 3004209178-2009-04224.